Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 7p87 that has a similar product distributed in the us, list number 7p84, with 510k/PMA/bla number p080023.

Event description:
The customer reported false nonreactive alinity I anti-hbc ii results generated on the alinity I processing module for two patients that had a history of reactive anti-hbc results. The following data was provided: sample 1: sid (B)(6) (female, 41 years old) results on (B)(6) 2026 on alinity I platform: hbcab: 0.09/0.07/0.07 (negative)- questionable result other testing provided: hbsag: 0.00 (negative) hbsab: 12.07 (positive) hbeag: 0.33 (negative) hbeab: 1.57 (negative) . Previous results generated on october 10,2025 on alinity I platform: hbcab: 1.62 (positive) other testing provided: hbsag: 0.01 (negative) hbsab: 91.24 (positive) hbeag: 0.34 (negative) hbeab: 1.34 (negative) autobio result = negative johnson & johnson result = negative sample 2: sid (B)(6) (male, 78 years old) alinity I platform results on (B)(6) 2026: hbcab: 0.67/0.60/0.65 (negative) ¿ questionable result other testing provided: hbsag: 0.00 (negative) 0.00 (negative) hbsab: 84.99 (positive) 133.27 (positive) hbeag: 0.47 (negative) 0.46 (negative) hbeab: 1.06 (negative) 0.91 (positive). Alinity I platform on (B)(6) 2025: hbcab: 1.71 (positive) other testing provided: hbsag: 0.00 (negative) hbsab: 133.27 (positive) hbeag: 0.46 (negative) hbeab: 0.91 (positive. Autobio result = positive johnson & johnson result = negative . There was no impact to patient management reported.

Event description:
The customer reported false nonreactive alinity I anti-hbc ii results generated on the alinity I processing module for two patients that had a history of reactive anti-hbc results. The following data was provided:sample 1: sid (B)(6) (female, 41 years old)results on (B)(6)2026 on alinity I platform:hbcab: 0.09/0.07/0.07 (negative)- questionable result.other testing provided:hbsag: 0.00 (negative).hbsab: 12.07 (positive).hbeag: 0.33 (negative).hbeab: 1.57 (negative). Previous results generated on october 10,2025 on alinity I platform:hbcab: 1.62 (positive).other testing provided:hbsag: 0.01 (negative).hbsab: 91.24 (positive).hbeag: 0.34 (negative).hbeab: 1.34 (negative).autobio result = negative.johnson & johnson result = negative.sample 2: sid (B)(6)(male, 78 years old)alinity I platform results on (B)(6)2026:hbcab: 0.67/0.60/0.65 (negative) ¿ questionable result other testing provided:hbsag: 0.00 (negative) 0.00 (negative).hbsab: 84.99 (positive) 133.27 (positive).hbeag: 0.47 (negative) 0.46 (negative).hbeab: 1.06 (negative) 0.91 (positive).alinity I platform on (B)(6)2025:hbcab: 1.71 (positive).other testing provided:hbsag: 0.00 (negative).hbsab: 133.27 (positive).hbeag: 0.46 (negative).hbeab: 0.91 (positive).autobio result = positive.johnson & johnson result = negative.there was no impact to patient management reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that lot 80145be01 performs as expected for this product. A review of tracking and trending for the alinity I anti-hbc ii assay did not identify any trends. A device history record review did not identify any nonconformances, potential nonconformances or deviations associated with lot number 80145be01. In-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met, and no false non-reactive results were obtained, showing that the lot generates the expected results. In addition, the clinical sensitivity of the lot was evaluated by testing a commercially available seroconversion panel (biomex seroconversion panel). The seroconversion panel results were compared to architect anti-hbc ii (alinity I anti-hbc ii and architect anti-hbc ii utilize the same reagents and sample/reagent ratios) test results provided by biomex. The lot detected the same bleeds as reactive for the seroconversion panel. Labeling was reviewed and concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the alinity I anti-hbc ii reagent lot 80145be01 was identified.